Manufacturer narrative:
Concomitant medical products: 407645 lead implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experienced atrial fibrillation (af) and the that the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.